Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be deployed at the right femoral puncture site after the procedure, and the indicator window did not change color. Manual compression was applied for 30 minutes and the wound was sutured. There was no reported patient injury. The procedure used a retrograde approach. There were no visible signs of device or package damage before use. The femoral artery suitability and vessel diameter were confirmed on angiography, with no calcium, plaque, stenosis, stent, or prior closure noted at the access site, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vascular closure device (vcd). There was no difficulty connecting the non-cordis sheath with the vcd. The deployment button could not be depressed. The vcd and non-cordis sheath were removed together as a single unit. Upon removal, the wire loop could not be pulled, and the indicator wire remained visible. The surgeon attempted to release the plug outside of the patient. The event occurred following completion of a procedure, and the hospital reported the case as a serious injury adverse event to the china regulatory authority. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit using a pin gauge measurement per procedure and the result was within specification. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be deployed at the right femoral puncture site after the procedure. Manual compression was applied for 30 minutes and the wound was sutured. There was no reported patient injury. The procedure used a retrograde approach. There were no visible signs of device or package damage before use. The femoral artery suitability and vessel diameter were confirmed on angiography, with no calcium, plaque, stenosis, stent, or prior closure noted at the access site, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to the use of the vascular closure device (vcd). There was no difficulty connecting the non-cordis sheath with the vcd. The deployment button was not fully depressed, but the vcd and non-cordis sheath were removed together as a single unit after deployment. Upon removal, the wire loop could not be pulled, and the indicator wire remained visible. The event occurred following completion of a procedure, and the hospital reported the case as a serious injury adverse event to the china regulatory authority. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.